Event description:
34~the 65 year old white female who was cardioverted on 9/10/92 and discharged home the same day sawe her physician 9/17/92 and showed him burns on her chest (one burn is approximately mid-sternal; the other at left lower ribcage area) that each measure approximately 4" tall and 2-1/2" wide. The physio control defib cassette was used in conjunction with the physio control lifepak 8 and physio control fast patches. The burns on the patient's chest were described as "second degree burns" by the physiciandevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.